Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter (tele) dropped out at the central nurse's station (cns). The customer does not know if there was a communication loss error when that happened. They replaced the tele with another one and the issue was resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz telemetry transmitter (tele) dropped out at the central nurse's station (cns). The customer does not know if there was a communication loss error when that happened. They replaced the tele with another one and the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central nurse's station model: ni sn: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz telemetry transmitter (tele) dropped out at the central nurse's station (cns). The customer does not know if there was a communication loss error when that happened. They replaced the tele with another one and the issue was resolved. No patient harm was reported. Investigation conclusion: nk tech support requested additional details to determine whether the issue was related to communication loss, coverage, or device behavior. During on-site troubleshooting, the customer swapped the reported transmitter with another telemetry unit in a different room. After the swap, the originally reported transmitter functioned normally, and no further dropouts were observed. No comm loss message could be confirmed, and the issue did not recur. The root cause could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 10/03/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 10/07/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested. Central nurse's station: model: ni. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter (tele) dropped out at the central nurse's station (cns). The customer does not know if there was a communication loss error when that happened. They replaced the tele with another one and the issue was resolved. No patient harm was reported.